Event description:
"Physician making puncture for laparoscopic cholecystectomy. Looking in abdomen after one of the punctures a small piece of rubber was seen and then removed. All trocars and packaging were saved.

Manufacturer narrative:
Upon receipt and eval of incident device a follow-up report will be submitted.